Manufacturer narrative:
Investigation: per terumo bct's medical review, the device did not cause or contribute to the reported death. Root cause: based on the physician's statements, supported by the clinical findings, rdf analysis, device checkout, the cause of the patient's death was the patient's medical condition.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to the reported death. The run data file (rdf) was analyzed for this event. The signals show that the pumps and pressures as well as the reservoir level were operating within the expected range. The device operated as intended. Actual fluid balance: 19 ml (100%) ac to patient: 63 ml saline to patient: 158 ml patient tbv: 4341 ml updated investigation: preventative maintenance was performed on the device on 09/26/2019 following the procedure and was completed successfully per manufacturer¿s specifications. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: preventative maintenance was performed on the device following the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately one hour post therapeutic plasma exchange (tpe) on a spectra optia device, a patient with glomerular nephritis went into cardiac and respiratory arrest and expired. Per the customer, there was a note in the patient's chart that some suspicious material was in the patient line and there is suspected history of drug use from the appearance of track marks on the patient¿s arms. Prior to the procedure the patient was reported in stable condition. Though the cause of death is unknown at this time, the medical director at the customer site stated the death was not related to the procedure. Toxicology screening or autopsy results are not available from the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.